Event description:
It was reported that during the implant prior to suturing the pocket, when this right ventricular (rv) lead was tested undersensing as well as high pacing thresholds was noted. The lead had dislodged and when attempting to position the lead under sensing was still seen as well as high thresholds. The lead was thus replaced, and normal values were seen. No adverse patient effects were reported. The lead was expected to be returned.

Event description:
It was reported that during the implant prior to suturing the pocket, when this right ventricular (rv) lead was tested undersensing as well as high pacing thresholds was noted. The lead had dislodged and when attempting to position the lead under sensing was still seen as well as high thresholds. The lead was thus replaced, and normal values were seen. No adverse patient effects were reported. The lead was expected to be returned.

Manufacturer narrative:
This report is being filed to update the explant date.